Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a combined cataract and vitrectomy procedure while using an ophthalmic system, a system message displayed after the completion of continuous curvilinear capsulorhexis and hydrodissection, when the surgeon tried to use ultrasound. On pressing the footswitch, ultrasound did not oscillate. The surgery was completed after replacing the product and the system on the same day. No patient impact was reported.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. The company representative was able to confirm the vent (via event log review). However, the event was not able to be replicated. The system was tested and found to meet specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. Non-conformance a review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).